Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. The technician was able to duplicate the reported condition. It was found that there was a loose bearing sleeve screw and glue debris on the vertical IV pole assy. The bearing sleeve screw was tightened, the residual glue was cleaned off and the IV pole release button was adjusted. The tech confirmed that the IV pole was able to moved up and down without binding and does not fall. Machine returned to service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. The technician was able to duplicate the reported condition. It was found that there was a loose bearing sleeve screw and glue debris on the vertical IV pole assy. The bearing sleeve screw was tightened, the residual glue was cleaned off and the IV pole release button was adjusted. The tech confirmed that the IV pole was able to moved up and down without binding and does not fall. Machine returned to service. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a loose sleeve screw and glue debris on the vertical IV pole assembly.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.